Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device and the returned device data. The returned device data were thoroughly analyzed. The analysis of the pacemaker¿s memory content revealed a severely inconsistent memory content which was not automatically recoverable by the pacemaker. In particular, a specific area was affected that led to unsuccessful lead impedance measurements in bipolar as well as in unipolar lead configuration. Therefore, the pacemaker was not able to start the auto-implant-detection after connecting the leads resulting in the clinical observation. The programming of the safety program was successful to activate the therapy functionality manually. However, appropriate lead impedance values were still not available. Only a manually triggered reset of the device will recover the inconsistent memory content and provide appropriate lead impedance measurements. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the clinical observation resulted from an inconsistent memory content. The root cause for the inconsistent memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration.

Event description:
Ous MDR - it was reported that later on the same day as the implantation took place no pacing was noted. Safety pacing mode was started by the physician and it did work. On the next day a memory dump was done and no impedance measurements could be seen. At the same time the sensing signals and threshold were excellent. After rebooting the pacemaker all signals were fine. No adverse patient side effects were reported.